Event description:
It was reported that the bd alaris smartsite extension set was occluded. The following information was provided by the initial reporter: the blue semi-transparent connector portion of the 20039e pinless connector has completely.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation result: no 20039e sample was available for investigation. The customer reported that the affected sample was from lot 25055366 and that "the blue semi-transparent connector portion of the 20039e pinless connector has completely". As part of the investigation, the customer also provided a photograph of the affected sample; analysis of the photograph confirmed that the reported failure mode was a misassembled set with another male luer assembled instead of a smartsite. The details of this feedback were forwarded to the manufacturing site for investigation. Their analysis confirmed that the misassembly is most likely to have been caused by human error during the manual assembly process, whereby the operator inadvertently assembled a male luer instead of the smartsite. A review of the production records for lot 25055366 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to reduce the likelihood of operator error, the production personnel have been informed of this feedback to ensure that they are following the correct assembly process. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 20039e product over the past 12 months.

Manufacturer narrative:
Following the submission of the initial MDR, post investigation results reveal that the reported failure of occlusion was actually misassembly. This is not a reportable device malfunction. This MDR report #9616066-2025-03725 will be voided.

Event description:
Post investigation results reveal that the reported failure of occlusion was actually misassembly. This is not a reportable device malfunction.